Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and two pinholes were found on the venous extension. Additionally, the inside of the clamps were reviewed and a small deformity was found on the surface of one of the clamps that is in contact with the tubing of the venous extension. A functional test was performed and leaks were found from the venous extension. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A possible root cause can be due to repeated clamping. This event will be addressed through a formal corrective and preventative action and no further action is required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 05/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the patient had the catheter placed in ir at 1430. The patient returned to the inpatient floor, dialysis was attempted and leaks in the catheter extensions were discovered. The radiologist brought the patient back to ir at 1900 to have the catheter exchanged. The catheter was exchanged for a dual lumen mahukar. The patients current status is good. There was no patient injury.